Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder arthroplasty procedure the ar-8400obe oval burr, and ar-8400dc double cut were leaving metal shavings in the shoulder post acromioplasty. The rep stated it is unknown if only the ar-8400obe was producing shavings, or if both devices were. The debris being produced were between the size of powder and shavings. The case was completed by using suction on the ar-8400dc to remove the shavings. The rep stated it seemed as though all shavings were removed. However, it cannot be confirmed if all shavings were fully suctioned out of the joint. No other burrs were opened. The speed of the console was set at 6200 rpm. Suction on the handpiece was set at 450mmhg, and the disposable was in reverse. No outflow tubing was used, and suction was on through handpiece during acromioplasty. The bone quality was medium.

Manufacturer narrative:
Complaint confirmed. Visual evaluation of the outer tube revealed the presence of horizontal grooves cutting into the inner diameter of the ar-8400obe, located inferior to the outer hood. Corresponding surface damage was noted along the collar of the inner tube, inferior to the burr head. This event is consistent with user applied mechanical force via prying/leveraging, as further evidenced by the presence of scuffing along the shrink tubing at the proximal end of the device. Material analysis showed the returned ar-8400obe met all as-received specifications.